Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with syncope. During interrogation of right ventricular (rv) lead, it was noted that there was intermittent capture on the lead. A leadless pacemaker was implanted in this patient. The patient was in stable condition.